Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder customer reports that tubes are pushing back during use. The following information was provided by the initial reporter. The customer stated: this report is about an inquiry and complaint about product specifications regarding tubes pushed back. Pushback occurred when the blood collection tube was punctured.

Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 06-sep-2023 h.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by functional testing, attaching a vacutainer tube to the non-patient cannula in the holder, and the indicated failure mode for tube push off was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown . E.1. Initial reporter facility name:

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder customer reports that tubes are pushing back during use. The following information was provided by the initial reporter. The customer stated: this report is about an inquiry and complaint about product specifications regarding tubes pushed back. Pushback occurred when the blood collection tube was punctured.